Manufacturer narrative:
The reporter has indicated that the device has been discarded and is not available for return. A device history record (DHR) review, did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no similar issues reported for this lot. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that the haptic of the intraocular lens (iol) was damaged during an implant procedure. The iol was removed intraoperatively. Incision enlargement and sutures were required. No other patient injury was reported.